Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that, following the intraocular lens (iol) implant procedure the patient experienced poor vision. The iol was exchanged in a secondary procedure. Clinical reason mentioned as "bcva 20/40 and glare.